Event description:
Customer reported she cut her finger while trying to remove a cartridge that was stuck in the dca 2000 instrument. Customer bandaged the cut and sought no further medical attention. She reported that she was wearing gloves at the time of the incident.

Manufacturer narrative:
Customer was provided information regarding exchange of unit for another. A corrective action plan is in place to address this issue. This event is being reported, because it occurred in a potentially biohazardous environment.